Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 19-nov-2024. Investigation summary: bd received 46 unopened samples for investigation. The returned samples and 50 retained samples were evaluated by visual examination and no abnormal appearance of the tubing, connectors or other parts relating to insufficient blood flow and leakage were seen. Additionally, a light was run through the butterfly needles and luer adaptors of 46 returned and 8 retained samples, and no clogging as the light was able to be observed through the needles and luer adaptors. Also, 13 of the returned samples and 8 retained samples were tested for leakage, and all the samples met specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of insufficient blood flow and leakage during use. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using one (1) bd vacutainer® safety-lok¿ blood collection set, the wingset was not properly drawing blood and leaks where the needle and tubing meet. No patient or user impact reported.

Event description:
It was reported that while using one (1) bd vacutainer® safety-lok¿ blood collection set, the wingset was not properly drawing blood and leaks where the needle and tubing meet. No patient or user impact reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.